Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
Per the field clinical specialist (fcs) report, during a transfemoral tavr procedure, prior to valve deployment when crossing the annulus the wire position was reported as "not good", it was not out of the apex and not in the "best position". In addition, the right ventricle (rv) pacing wire had been manipulated multiple times during the procedure. After deployment of a 23mm sapien 3 valve in the aortic position, an echo noted a pericardial effusion. A pericardiocentesis was performed and 250 milliliters of blood was drained. The patient was stable and transferred for post management care. The drainage tubes were left in and post procedure in the evening they were removed. The patient was discharged 4 days post procedure. At the time of the procedure, the physician thought that the pericardial effusion was caused by the rv pacing wire during procedure. Eight days post procedure, the valve clinic coordinator (vcc), called edwards field clinician to notify that an lv pseudoaneurysm was noted and reported "the physician thinks it was the nose cone of the delivery system that contributed to the lv pseudoaneurysm". No treatment was provided.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Thv/tvt registry the device was not returned to edwards for evaluation. Despite multiple attempts procedural imaging was not provided by the facility. Per the instructions for use (IFU) pericardial effusion/cardiac tamponade and cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, are known potential complications associated with the tavr procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. A pseudoaneurysm is a leakage of arterial blood from an artery into the surrounding tissue with a persistent communication between the originating artery and the resultant adjacent cavity. This may occur after arterial puncture for a diagnostic cardiac catheterization or an arteriogram, but is more common after an arterial intervention. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Some pseudoaneurysms resolve themselves, though others require treatment to prevent hemorrhage, an uncontrolled leak or other complications. Surgery is sometimes required. In this case, there was no allegation or indication that a device malfunction occurred during the procedure. The cause of the pericardial effusion during the tavr procedure with consequent pseudoaneurysm cannot be confirmed. However, it may have been related to procedural factors (rv pacing wire manipulation and guidewire position which was described as ¿not good¿). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.